Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's first level investigation unit reported that the lancet protrudes from the correctly positioned end cap. The reported failure was confirmed by manufacturer's investigation unit. No adverse event reported. The device was returned.